Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device had an over infusion fentanyl was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. Rate accuracy and unregulated flow testing was performed on the suspect pump module. The device was found to be delivering fluid in specification with no signs of unregulated flow being observed. The device passed the occluder spring functional testing process. A review of the error logs showed no errors or malfunctions relevant to the facility¿s complaint. The customer provided an event date on (B)(6) 2025, at 2:00 pm. A log review was performed with the information contained in the pcu s/n (B)(6) event log. Based on the review of the pcu event log retrieved, on january 15, 2025, at 8:29 pm the pcu was powered on. On (B)(6) 2025, at 2:56 am, the pump module was programmed with an infusion of fentanil, a dose of 300 mcg, a rate of 6 ml/hr and a volume to be infused (vtbi) of 45 ml. The pvi was 1691.72 ml, infused value is accumulated totals from prior performed infusions. The pump module was programmed with 8 infusions at the same rate of 6 ml and different vtbi. Additionally, 5 bolus infusions were programmed before starting the other infusions. The last pvi recorded at 3:04 pm was of 1767.35 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pump module event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1.2), it states within warnings and cautions ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. Per bd alaris technical service manual (v12.1.2), use only bd approved parts when performing corrective maintenance or repairs. Use of third-party parts can affect the safety and efficacy of the bd alaris¿ and alaris¿ devices, leading to risk of device failure, patient injury, or even death. Use bd manufactured parts in the operation and maintenance of your bd equipment. Use of repair or service parts, accessories or syringes or dedicated infusion sets or disposables that are not approved by bd is at customer's own risk and could expose patients to risk of device failure, injury, or even death. In addition, use of such parts, accessories, or disposables may void the product warranty provided by bd. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause for the reported issue of an over infusion fentanyl was not able to be identified during the investigation. Note that this report lists imdrf annex d15, a0404, g04037, a1801, g04067, c0601, g04088, a040502, c17, d07, g0301201, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was an over infusion of fentanyl (50 mcg/ml) to an intubated patient admitted for acute hypoxic respiratory failure. The fentanyl was intended to infuse at a rate of 6ml/hour with a volume to be infused of 50ml. However, the 50ml bottle of fentanyl was found to have infused within 4 hours and 24 minutes. The customer indicated "because [the patient] was already on a ventilator, it did not require any kind of intervention besides close monitoring. The patient¿s outcome did not change from this medication error." The event reportedly occurred at 1400 and the patient was also receiving infusions of propofol at 9.12 ml/hour; dexmedetomidine at 9.5 ml/hour; and amiodarone at 16.7 ml/hour. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of fentanyl (50 mcg/ml) to an intubated patient admitted for acute hypoxic respiratory failure. The fentanyl was intended to infuse at a rate of 6ml/hour with a volume to be infused of 50ml. However, the 50ml bottle of fentanyl was found to have infused within 4 hours and 24 minutes. The customer indicated "because [the patient] was already on a ventilator, it did not require any kind of intervention besides close monitoring. The patient¿s outcome did not change from this medication error." The event reportedly occurred at 1400 and the patient was also receiving infusions of propofol at 9.12 ml/hour; dexmedetomidine at 9.5 ml/hour; and amiodarone at 16.7 ml/hour. There was patient involvement, but no harm.